Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed transient elevations in pump power and flow; however, a specific cause for the observed changes in pump parameters could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed driveline fault alarms. Based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise; however, a specific cause could not be conclusively established through this evaluation. The submitted log file captured transient elevations in pump power and flow on (B)(6) 2023, (B)(6) 2024, (B)(6) 2024 ¿ (B)(6) 2024, and (B)(6) 2024. These elevations were captured during pulsatility index (pi) events. Yellow wrench advisories associated with driveline faults were observed throughout the duration of the file. There were no other notable events or alarms captured. The pump appeared to function as intended at the fixed speed throughout the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU addresses pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 of the IFU (under ¿pump performance monitoring¿) explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, these sections outline indications of driveline damage, as well as how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a routine clinic visit, an increased frequency of brief episodes of elevated pump power was noted. The log file was sent for evaluation. Driveline fault alarms related to a previously known short to shield were found. No events were recorded that indicated motor function had been affected by the known driveline damage. The recent power elevation did not appear to be related to the equipment.

Manufacturer narrative:
History of short to shield MFR #2916596-2021-05388, history of driveline fault MFR #2916596-2023-06492. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.